Event description:
It was reported that the radio frequency (rf) telemetry of this pacemaker was disabled during a post-operative check-up on the device of an unrelated procedure. During the procedure, a magnet was applied. At the end of the procedure, a warning appeared indicating that zip telemetry had been disabled, with no possibility of reactivation and no associated error code. Once the 3300 programmer was updated with the smr6 software, the device was interrogated again and the warning about disabling zip telemetry no longer appeared, and telemetry was functioning properly. Technical services confirmed that the rf was disabled due to magnet application during a loaded voltage measurement and that after the smr6 update the device is working normally. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Boston scientific issued a field safety notice update to physicians regarding unintended behaviors observed with a software update designed to detect high battery impedance and prevent initiation of safety mode in accolade devices. The associated investigation determined that the software update led to this device experiencing a false positive response that resulted in disablement of the wandless telemetry. Boston scientific has developed a software update to address this unintended behavior. Boston scientific developed and released an additional software update for the accolade family designed to correct the unintended behaviors. This device exhibited the unintended behavior prior to receiving the additional software update. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of difficult to interrogate/telemetry (rf) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.